Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) followed-up with customer over-the-phone to resolve the reported event. Fse had the customer replace the prefilter and run patient samples. All results were within acceptable range and the retention time is 0.60 (the acceptable range is 0.57 to 0.61 minutes). The g8 instrument is functioning as intended. No further action required from field service. The g8, serial (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from 28-mar-2017 through 21-nov-2017. There were no other complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 4 - screen operations, section 4.6- parameter setting also states: flow factor: pump flow factor. Never change this parameter without instruction from technical support. In addition, under chapter 3: assay operations and throughout the manual the following is highlighted in a box: the tosoh automated glycohemoglobin analyzer hlc-723g8 has known hemoglobin e (hbe) interference. When a sample is suspected to contain hbe a flag will be displayed. The hba1c result will not be reported from the analyzer. Also in chapter 3, under chromatogram: see the g8 variant analysis mode training manual for many examples of different chromatograms. The a1a, a1b and hbf may be eluted out with different peak shapes or not be detectable depending upon the sample. If you observe shoulders or splits around the sa1c or a0 peak, the assay condition may not be optimal. In addition, if the sample has been stored for a long time at room temperature after collection, an abnormal chromatogram may be obtained because the samples have deteriorated. If you observe the same phenomena with several different samples, the reagent may have deteriorated. Replace the elution buffers and run the assay again. If you observe an aberrant result with a single specific sample, the sample may have deteriorated or hemoglobin variants may be present. The tosoh automated glycohemoglobin analyzer hlc-723g8 variant analysis mode can separate the major variant hemoglobins (hbd, hbs and hbc). See "chapter 6 section 6.4: abnormal chromatograms" for typical chromatograms. But some hemoglobin variants such as hbe cannot be separated and it may interfere with the assay. The chromatogram pattern for hemoglobin variants differs from that of a normal sample. In chapter 5: maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The most probable cause of the reported event was due to clogged prefilter.

Event description:
On (B)(6) 2017 a customer reported getting fluctuating retention time (rt) from 0.52 to 0.66 minutes (the acceptable range is 0.57 to 0.61 minutes) in the g8 instrument. Per customer, the column count is 2987 injections (maximum recommended is 2500 injections) and the filter count is 410 (the maximum recommended is 400 injections). It is not known whether hemoglobin a1c results were different before and after the retention time adjustment. However, the customer suspected a possible hemoglobin e (hbe) interference. There is no indication of any patient intervention or adverse health consequences due to this event. Field service engineer (fse) was dispatched to further investigate the reported event.

Event description:
N/a

Manufacturer narrative:
Unique identifier (UDI) # updated to (B)(4). Additional information: a review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.